Manufacturer narrative:
The impella pump was returned to investigate the low flows and suction alarms during the support. Upon return the impeller blades were found to be broken. The cause of the blade damage can not be confirmed. The pump was returned, but no data logs. Clinical details were shared. There was no reported tavr device that could have interacted with the impeller to cause the damage. The root cause of the blade breakage is unknown. The failure mode will be monitored and trended.

Event description:
The patient was admitted for an electrophysiology procedure. The impella cp was placed for hemodynamic support during the planned ablation. After two hours of successful support, there was an observation made of suction and pump flows decreased. The team attempted to troubleshoot the pump by adjusting the pump level and checking that the pump was in correct position within the left ventricle. When troubleshooting failed to rectify the low flows, the pump was explanted and the team replaced the pump. When the pump was returned for a complaint investigation there was an observation made of broken impeller blades. The pump damage was not observed by the customer, rather in bench top testing.